Event description:
A locking condylar plate broke post operative and was explanted.

Event description:
Subject plate was implanted for a markedly comminuted fracture of the distal femur - marked comminution in metaphyseal diaphseal region. Lateral femoral condyle was 1 separate fragment. Medial femoral condyle was fractured off from the lateral condyle in the sagittal plane, medial femoral condyle had 2 major fracture fragments of equal size in the coronal plane. Numerous comminuted fragments free from any soft tissue attachments in metaphyseal diaphyseal region.